Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The distal marker bands were lined up and the system was snapped together. A contrast picture was taken to confirm the was was positioned in the anterior lobe. An activated clotting time (act) of 300 was noted. The physician conducted a contrast picture and confirmed no perforation in the pericardial space. The device was deployed; however, it was positioned too proximal in the appendage and a full recapture was performed. A second 30mm device was prepped and successfully deployed with release criteria met. The patient was delivered to recovery but returned due to hemodynamic changes visualized by transesophageal echocardiography (tee). The patient was prepped for a pericardiocentesis and the physician achieved pericardial access and a drain was placed. Hemodynamics were monitored and the patients blood pressure was supported with norepinephrine. Additionally, 510ml of blood was aspirated from the pericardium and hemodynamics became stable. The patient was transferred to the intensive care unit for observation. The patient remained stable and was discharged.